Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2011. According to the complainant, the snare was tested outside the patient and no issues were noted. However, during the procedure, the nurse was unable to extend the snare loop. Subsequent inspection of the device revealed that the sheath had curled/twisted and appeared to be burnt. The procedure was completed with another sensation standard oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event: sheath appeared burnt. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.